Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreatic duct of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as pancreas divisum. A prior biliary and pancreatic sphincterotomy had been performed. A biliary and pancreatic sphincterotomy were not performed during the stent placement procedure. A biliary stent was not placed during the study stent placement procedure. The intended duration for the study stent is over 8 weeks in length. On (B)(6) 2015, during the stent placement procedure, both a pancreatic stone extraction (other than eswl) and a balloon sweep were performed. Contrast was injected into the distal pancreatic duct from the papilla to the genu. The subject had two stents implanted during this procedure. The first stent was deployed in a satisfactory manner. The complaint stent was also deployed in a satisfactory manner with overall ease of placement and stent pushability rated as poor. During deployment, the stent kinked and the proximal stent tip accordioned over the push catheter. The device was still deployed into the dorsal pancreatic duct and found to be in good position. On (B)(6) 2015 a follow up was performed on the patient and found that there were no reported occurrences of adverse events.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreatic duct of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as pancreas divisum. A prior biliary and pancreatic sphincterotomy had been performed. A biliary and pancreatic sphincterotomy were not performed during the stent placement procedure. A biliary stent was not placed during the study stent placement procedure. The intended duration for the study stent is over 8 weeks in length. On (B)(6) 2015, during the stent placement procedure, both a pancreatic stone extraction (other than eswl) and a balloon sweep were performed. Contrast was injected into the distal pancreatic duct from the papilla to the genu. The subject had two stents implanted during this procedure. The first stent was deployed in a satisfactory manner. The complaint stent was also deployed in a satisfactory manner with overall ease of placement and stent pushability rated as poor. During deployment, the stent kinked and the proximal stent tip accordioned over the push catheter. The device was still deployed into the dorsal pancreatic duct and found to be in good position. On (B)(6) 2015 a follow up was performed on the patient and found that there were no reported occurrences of adverse events. Updated (B)(4) received from heather victor, bsc clinical on 16dec2015 states that the proximal tip of the stent was not accordion.

Manufacturer narrative:
(B)(4). : (B)(6) clinical trial. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.